Event description:
It was reported during a two joint pyrocarbon mcp surgical case, the shaft of a size 40 proximal mcp joint fractured mid stern, in the intramedullary canal. It took extra time to remove the fractured implant. A spare device was available and used to complete the surgery. There was no injury to the patient reported. The surgery time was increased 20 minutes.

Manufacturer narrative:
The device involved in the reported incident has been received for evaluation. An investigation has been initiated based on the reported information.